Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable hemoglobin a1c gen 2 results for five patient samples. Of the data provided only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 7.35% and was reported out. The result was questioned by the physician and the sample was repeated on another integra 800 analyzer. The repeat result was 5.5%. The repeat result was believed to be correct. The patient was not adversely affected. The hemoglobin a1c reagent lot number was 690892. The expiration date was provided as 07/2014. The field service representative found there was contamination of sample probe st1 and he replaced the sample probes. He successfully performed precision testing and the operator successfully initiated a quality control run. All qc results were within ranges. The customer stated upon further investigation they found the customized interval counts in maintenance were deleted. Therefore they were not alerted by the instrument that service was due. This was corrected by the field service representative